Event description:
It was reported that the patient had his device moved to the lower buttock area because it was hitting his bony area. It was noted that the patient still had the butterfly strips on the incision and was having a difficult time charging. It was reviewed that the patient should call his physician to get clearance to charge, as it had only been a week since reposition. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3888-56, lot# v760955, implanted: (B)(6) 2011, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient who was implanted with a neurostimulator for non-malignant pain. It was reported that starting around 2013, his implantable neurostimulator was ¿too high¿ so it was ¿popping out¿ of his pocket and the patient had surgery to have the implantable neurostimulator moved down to further address the implantable neurostimulator popping out of the implant issue. The patient noted that he has a sweating problem that he takes medication for. The sweating makes it difficult to charge as he uses adhesive discs which fall off with the sweat. It¿s hard for him to charge the implantable neurostimulator because he can¿t get the implantable neurostimulator recharger antenna to stay in one place due to the adhesive discs falling off. It takes him about 5-6 hours to charge. This has been happening since implant. As of (B)(6) 2018, the patient¿s implantable neurostimulator would not charge and the patient gets the reposition antenna screen on the implantable neurostimulator recharger when he tries to charge the implantable neurostimulator. He wasn¿t able to communicate with any external device and was getting the poor communication screen on the patient programmer. Since he couldn¿t charge the implant, his implantable neurostimulator has died and his pain has gotten really bad, so he wanted to be able to use his device. He noted that the implantable neurostimulator died the day prior to the report; however, it could have been longer than that. He said that the last time that he was able to successfully charge the device was around the week prior to the report, also noting that it has ¿beenawhile.¿ the patient said that since he was not able to use his implant right now, he would take pain pills he had for his neck. He has had pain for a long time from his accident back in 2008 before being implant, but it just keeps getting worse and the day prior to the report, his neck pain was really bad. The patient was inquiring if he could get more wires up his neck because he has 3 bulging discs in his neck. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient needed a new battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp). It was reported that cause of the ins being initially placed too high was that there was damage to the ins generator/pocket from a fall and it required a battery revision by the hcp on (B)(6) 2013. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.